Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced impaired wound healing at their implant site and was given an antibiotic ointment. Approximately a month later, the implant site showed worsening signs of infection. Oral antibiotics were unsuccessful, so the scs system was explanted.